Event description:
Legal claim alleges that patient has been revised, but no reason or date has been provided at this time. Update: litigation papers were received. Litigation alleges the patient is experiencing pain, difficulty ambulating, muscle loss and tissue destruction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.